Manufacturer narrative:
(B)(4).

Event description:
It was reported that after implant of the system, a drop in blood pressure was observed. A pericardial effusion was observed on echo. A pericardial centesis was performed after closure of the pocket. After the centesis, the pocket was reopened and the lead was revised. The lead remains implanted. The patient was stable post procedure.